Event description:
Additional information received from the patient reported that about a year ago when the patient would go to get their pump refilled, the tech that would do it. Per the patient the tech was getting really concerned and the clear liquid was saturating the patient's shirt. The patient was told to speak to their healthcare provider about it. The patient followed up with the internist instead of the pump healthcare provider who did an ultrasound and it came back negative for pooling of liquid. The patient then followed up with the pump healthcare provider and the catheter where it goes into the pump was torn and pooling around the pump in the pocket. Per the patient it was time for the pump to get replaced due to longevity and they replaced the catheter on (B)(6) 2015 along with the pain pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the 8578 catheter found coring-tears-cuts in the seal of the sc connector that met the leak criteria.

Event description:
It was reported that there was a CT (cat scan) done that showed something was wrong. It was later reported that CT/lab work showed medication around the pump. The physician said "that the catheter most likely has come loose from the pump causing this problem." The plan was for a revision and/or replacement of pump and/or catheter on (B)(6) 2015. It was later reported that the patient had not had surgery yet due to being on second course of antibiotics. The manufacture representative did not know what antibiotic the patient was taking or what the primary reason was. There was no date set for the replacement/revision as of (B)(6) 2015. The manufacture representative did not know what medication was in the pump or what symptoms the patient was or may have experienced. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacture representative. The pump system was delivering dilaudid (20mg/ml at 0.999mg/day) and clonidine (400mcg/ml at 19.99mcg/day). It was reported that a revision was finally done. Prior to entering the operating room, the manufacture representative spoke with the physician. The physician reported the event started in (B)(6) 2014, after the patient complained of increased pain and fluid gathering around the right abdomen pump pocket site. It was presumed that there was a loose connection either at the pump connector or at the catheter pump/connector junction. After the incision was made and the pump was removed, visual inspection showed no obvious disconnect or leaks. While preparing the pocket for a new pump, the physician saw what appeared to be a piece of cut catheter that was steadily dripping cerebral spinal fluid (csf). There was no csf noted coming back through the pump connector. The physician dug a little further and it was determined that the patient's old "8703" catheter th at was left indwelling intrathecally and ligated at the distal end was being observed and leaking clear fluid. The physician gently pulled on the 8578/8709 and removed the entire catheter. An 8596sc pump revision catheter was attached to the distal end of the existing 8703 and csf was observed leaking freely. It was attached to the new pump and sutured closed without any other event.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2001, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory. (B)(4).